Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. It was noted that right ventricular lead exhibited noise noted on noise reversions and hvr egms. The noise was reproducible with pocket manipulation and upper body movement. The lead was reprogrammed. The patient was asymptomatic.